Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was related to patient condition since patient has coagulopathy.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral percutaneous arterial approach in a 79-year-old female patient for acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with society for cardiovascular angiography and interventions (scai) stage c. Due to extensive coagulopathy, the patient was taken to the operating room by a vascular surgeon for surgical cutdown of the impella access site. Per the managing physician, maintenance systemic anticoagulation had been held since impella insertion. The patient had also undergone vascular surgical cutdown and repair of a prior 7 french arterial sheath at the percutaneous coronary intervention site the night before. Given the ongoing bleeding, the clinical team elected to remove the impella cp. The outcome at explant was reported as survived. Bleeding is a known risk associated with large-bore femoral arterial access and may be influenced by coagulopathy, recent vascular intervention, and anticoagulation management in critically ill patients.